Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported a follow-up right heart catheterization was performed on (B)(6) 2019 primarily to check the sensor. Readings were taken, but recalibration was not performed at that time. The sensor was then recalibrated manually on (B)(6) 2019 based on the numbers from the right heart catheterization and cardiomems readings. The baseline was raised by 9mmhg.